Manufacturer narrative:
Testing of actual/suspected device: (10/213) the fse troubleshot and found the issue to be in the coiled cable. The fse disassembled the iabp unit and replaced the coiled cable and the backplane to coil cable then reassembled the iabp unit. Subsequently, the fse performed a full preventative maintenance (pm) service per factory specifications including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse) for an unrelated issue, it was observed that the cardiosave intra-aortic balloon pump (iabp) was cycling power. Since the event occurred during a service visit, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
Corrected fields: g3(previous followup had wrong g3 date: 01/16/2024). A getinge field service engineer (fse) evaluated the unit and suspected the problem found in coil cable so, the fse had disassembled the unit and replaced the ((B)(6)) cable , coiled cord and ((B)(6)) cable, backplane to coiled cord and solved the problem. After the replacement the symptoms improved and it handed over the customer in good working condition.